Manufacturer narrative:
Product analysis: it was determined during analysis that the radio frequency (rf) programmer head was internally corroded. The rf head failed functional testing and failed to recognize devices. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.